Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4074, lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had sensing issues. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient code was inadvertently coded as death and has been corrected to no patient complications. (B)(4).